Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h3.

Event description:
Patient reported "capsular contracture baker grade iii" and "little pain". Later healthcare professional reported "capsular contracture baker iii". Later healthcare professional reported "capsular contracture, baker grade 3 and possible rupture". Later healthcare professional reported that at the moment of explantation, it was determined there was no rupture but both implants were encapsulated. This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Patient reported "capsular contracture baker grade iii" and "little pain". Later healthcare professional reported "capsular contracture baker iii". This record is for the left side. Device was explanted and replaced.